Manufacturer narrative:
Results of investigation: a vyaire medical failure analysis technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board. The main board was replaced and the reported issue was resolved.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, xdcr fault, low ve and low pip alarms. Transducer test was performed and turb diff: 640 failed. Customer advised there was no patient involvement in the reported event.